Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that during surgery, the dermatome shreds the skin graft and cuts with irregular thickness. The surgeon had to harvest three times to attain the desired outcome. Three additional grafts were required. A delay of unknown timing was reported. Another device was used to complete the surgery. No additional adverse events were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 25, 2018, it was reported that the dermatome shreds the skin graft and cuts with irregular thickness. The surgeon had to harvest three times to achieve the desired outcome. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verification, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was march 28, 2018 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. Product review of the electric dermatome on october 9, 2018 revealed that the control bar was uneven and the motor ran erratically. The calibration was out of specification at the zero setting only. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on october 9, 2018 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the control bar was uneven and the motor ran erratically. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar was uneven and the motor ran erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.